Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with over 120 units of insulin during the load sequence. Customer continued to use the existing cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.